Manufacturer narrative:
The lg cable was returned from the site and evaluated. The eval determined that there are broken wires at the connector end of the cable rendering the device inoperable. The inspection of the cable showed that there is damage at the connector end of the cable which may have been caused by excessive pulling or improper disconnection from the union. The sys user manual contains a warning "to avoid electrical shock and or sys failure, do not pinch, crimp, or otherwise stress cables and connectors". The procedure is typically performed under local anesthesia. However, this event combines a malfunction that rendered the sys unavailable with a pt who was under general anesthesia. In an abundance of caution, this event is being reported due to the add'l potential risk associated with multiple exposures to general anesthesia. There was no injury to the pt.